Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was sticky and was not performing as expected due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.